Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the aging deterioration of electronic components of the subject device related to the front panel control of the main board or the image output due to the long term repeated use passing more than 7 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the image of the subject device was not displayed at the incoming inspection for the repair at olympus (B)(4). It was also found the printed circuit board failure which might have caused this phenomenon. There was no patient injury associated with this report.